Manufacturer narrative:
This report is being amended to reflect changes. This complaint was identified during review of a journal article, so information about the case is limited. It is important to note there was an attempt to request additional information which was unsuccessful. There was no particular product part or lot numbers provided, so a complaint review could not be performed. Motionloc screws were used in cases of distal femur fractures that were retrospectively studied to examine the union results for far cortical locking screws. Of the (B)(6) fractures treated, this was the only case of non-union reported. The patient was allegedly revised due to non-union after 6 months. Bone union is impacted by a variety of factors which makes finding a root cause for non-union difficult. The study did not report any implant failures or deficiencies in the implants. There is not enough information to determine the root cause for the non-union of the distal femur fracture. Due to this complaint being identified during review of a journal article there was no product returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification, no lot number provided. Zimmer motionloc screws are used for treatment.

Event description:
It is reported the patient was revised due to the non-union of a distal femoral fracture.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/25760500. This report will be amended when our investigation is complete.